Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
The tip is damaged, it gets stuck in the implant.

Manufacturer narrative:
Conclusion and justification status: following investigation by the engineering department in melbourne, it was concluded that the instrument was worn out. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.